Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call when they replace the battery the pump states flashing and turns off. The customer was assisted with trouble shooting. The customer¿s blood glucose level was 120mg/dl at the time of incident. The customer states has been experiencing this issue for over a year. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. No blank display, flashing, audio or beep noted. The device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit and failed battery test alarms noted during testing.